Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the 30v power supply was not working. The oss mod a1 summit power pcd was replaced. The instrument was inspected, tested without further problem, and returned to service.